Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1113063. Medical device expiration date: 04/30/2023. Device manufacture date: 04/30/2021. Medical device lot #: 0324844. Medical device expiration date: 11/30/2022. Device manufacture date: 11/30/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when the patient was punctured, the nurse found an obvious foreign body in the flashback window after opening the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: bd received 3 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. A red foreign matter can be seen in the flashback chamber of all 3 flashback needles (fbn's). Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The red foreign matter was observed in the flashback chamber, the IV cannula, and also the np cannula on all 3 returned samples. Punctured marks were also observed on the rubber sleeve tips. One of the samples was sent for fourier-transform infrared spectroscopy (ftir) testing and the results show that the red foreign matter is a protein. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Only green liquid is used to test fbn's at the manufacturing site.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when the patient was punctured, the nurse found an obvious foreign body in the flashback window after opening the needle."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when the patient was punctured, the nurse found an obvious foreign body in the flashback window after opening the needle."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1113063. Medical device expiration date: 04/30/2023. Device manufacture date: 04/30/2021. Medical device lot #: 0324844. Medical device expiration date: 11/30/2022. Device manufacture date: 11/30/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.